Event description:
Customer alleged the pole of the leg rest broke at the pole - t94hc_pto_37788. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female whose height and weight are unknown. The dealer stated that the leg rest for the trex20r manual wheelchair broke at the pole. The pole is being replaced. No injury. No RMA issued at this time.